Manufacturer narrative:
The report received indicated that there was contamination inside the packages of several avanti units. There was no damage to the packaging which was sterile. The contamination was noted after opening the packages. There was no damage to the devices. Several units were received for evaluation, however the lot numbers do not coincide with the lot numbers provided in the complaint report. The products were not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaints could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record reviews, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of 11 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960, 9616099-2011-00961, 9616099-2012-00048, 9616099-2012-00049 and 9616099-2012-00050.

Event description:
The report received indicated that there was contamination inside the packages. It was reported that it is a normal fluid from the production of the sheaths. However, the customer wants to know which fluid it could be. There was no damage to the packaging which was sterile. The contamination was noted after opening the packages. There was no damage to the devices. The products and the packaging will be returned for analysis.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of eight devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960 and 9616099-2011-00961.